Event description:
A physician successfully positioned and deployed a xact stent into the left carotid artery. The pt experienced a possible myocardial infarction. The pt was given medications as per standard therapy and monitored in the coronary care and telemetry unit for four days. The pt was discharged to home.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.